Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 1081 mg/dl. It was stated that the customer was experiencing high glucose for the past two days. It was stated that the event leading to his admission was vomiting and high glucose. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. It was stated that the customer has had often bent cannulas. No further info was provided.